Event description:
Pump declared an altitude alarm, which did not cause customer¿s blood glucose level to exceed 500 mg/dl and was within the validated operating range. Insulin delivery was suspended due to alarm, but after attempting resolution steps advised by technical support, including cleaning the speaker holes and reconnecting the cartridge, issue persisted. Customer was instructed to load a new cartridge, which resolved the problem. Pump resumed normal operation with no recurrence of the alarm, as the original cartridge did not vent properly.